Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient felt uncomfortable stimulation. The patient reported that they had a stroke and was in a rehabilitation facility. The patient reported that she felt uncomfortable stimulation after she had a nerve conduction/EKG on tuesday and then at night I felt like I was having kind of uncomfortable stimulation then it went away. The patient also reported that they had something like tens unit done. The patients physical therapist (pt) reported that they didnt have the electrodes on her ins and confirmed it was not diathermy and it was a tens unit. The patient reported that they hadnt been turned their stimulation off before having the tens unit done. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.